Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer on 7/12/2018 in a follow-up call to ensure the customer's condition since the initial call; customer's condition had improved and he did not currently have any diabetic symptoms. The customer had medical intervention since the last call; customer had gone to the hospital on (B)(6) 2018. The customer's blood glucose test result when at the hospital was 680 mg/dl fasting. The diagnosis was high blood sugar and customer was given IV and medicine (undisclosed) in order to lower his blood glucose. The customer left the hospital the same day ((B)(6) 2018). No new medications or healthcare program was suggested but customer stated they did increase his insulin. Customer had performed additional blood test with the truemetrix meter and obtained a result of 300 mg/dl fasting.

Event description:
Consumer reported complaint for hi blood glucose results. The customer is concerned with tests results from results obtained of hi. At the time of the call the customer stated he was shaky, drinking a lot, urinating a lot and had excessive hunger. Customer stated he would have a family member take him to the hospital. Customer could not continue with the troubleshooting process and no further information was able to be obtained.